Event description:
The customer reported a cartridge alarm 30 occurring, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.